Event description:
The customer reported that the system would not display an image when shot were taken. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No further repair information is available at this time.